Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of there is shadowing on the image was confirmed. There is shadowing at the top of the field of view. The probe displays a dark spot in the ultrasound image due to a cut in the transducer pad. The root cause is use related.

Event description:
It was reported shadowing at the top of the field of view, persists no matter where you move the prove/how much gel is applied. Causes difficulty viewing and accessing the vein. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported shadowing at the top of the field of view, persists no matter where you move the prove/how much gel is applied. Causes difficulty viewing and accessing the vein. No other information was provided.